Event description:
During a teeth cleaning procedure using an ultrasonic scaler- cavitron-, the coolant water was inadvertently set to little or no coolant. Intensity settings and handling of the probe tip were incorrect as well. Thermal damage, tooth cracking, socket, root, and never damage, loose teeth resulted. Extreme, on-going pain is the end product. Tooth extraction and restoration has been the only option.